Manufacturer narrative:
The supplier returned the power management board (the board) to getinge¿s national repair center (nrc). The supplier could not verify the failure of fault 139. The supplier installed the required rework. A technician inspected the board per procedure with no visual damage observed, and upon inspection of the board per procedure, the installation of the required rework was verified. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per service bulletin and the cardiosave service manual. The board passed testing. The board will be returned to stock per procedure.

Event description:
It was reported that the batteries of the cardiosave intra-aortic balloon pump (iabp) were not charging and that the iabp would not power on. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.

Event description:
It was reported that the batteries of the cardiosave intra-aortic balloon pump (iabp) were not charging and that the iabp would not power on. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The suspected faulty power management board (the board) was returned to getinge¿s national repair center (nrc) for failure investigation. A technician inspected the board and no visual damage was observed. The board was then installed into the cardiosave test fixture and was tested to factory specifications per service bulletin and the cardiosave service manual. The nrc could not verify the failure of fault number 139. The board passed testing and is being sent to the supplier for failure analysis per procedure. A supplemental report will be submitted when the board is returned from the supplier.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to see in the logs fault # 139. The fse installed a new power management board and the iabp powered up and the batteries went into charging status. The fse verified each battery to charge for one hour, but the battery in slot 2 was not holding a charge; the battery was damaged. The fse advised the biomedical engineer that both batteries would have to be replaced as a set. The biomedical engineer ordered batteries from their supplier, as these are non-getinge batteries. The fse performed a full system check, and all test passed except for the batteries. The fse was unable to clear the iabp unit for clinical use, until the batteries have been replaced by the biomedical engineer and fully charged. The customer later reported that the batteries had been replaced and confirmed they were fully charged. The iabp was then cleared for clinical use. (B)(6).

Event description:
It was reported that the batteries of the cardiosave intra-aortic balloon pump (iabp) were not charging and that the iabp would not power on. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.